Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Additional info has been requested but not received. (B)(4).

Event description:
An optometrist reported a foreign body under the flap one day post lasik in the left eye. Pt was taken in to have a flap lift and rinse. The steroid and antibiotic drops were increased. Additional info has been requested but not received.